Manufacturer narrative:
Section d9 is updated based on additional information received.

Manufacturer narrative:
H6 updated. Corrected data a24 removed from h6. The investigation is ongoing.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of failure to advance was most likely patient condition related since the clinical team confirmed the patient had difficult anatomy of vasculature and no issue was found on the pump.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was being placed via the axillary artery graft site to support the 53 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Underlying medical history and comorbidities were not shared. The team had difficulty placing the pump and found that even after exchanging the guidewire the 5.5 could not be delivered to the left ventricle. The pump was unable to pass the innominate despite using both the abiomed provided .018 guidewire and the platinum plus wire. The team aborted delivery of the 5.5 and instead placed the impella cp pump. The cp supports the patient to date with no noted harm or injury from the failed delivery of the 5.5 pump. The IFU speaks to the contraindication of severe arterial disease precluding placement of the impella system.